Manufacturer narrative:
(B)(4). Note - voluntary report no: (B)(4), as reported on the maude event report. A device history record (DHR) review was performed on the epidural catheter with no relevant findings. Complaint verification testing could not be performed as no sample was returned for analysis. A DHR review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of difficulty injecting through the epidural catheter could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that after inserting the epidural catheter, the physician was unable to administer medication through the catheter and it was not patent. The physician had to insert another epidural.

Event description:
The customer alleges that after inserting the epidural catheter, the physician was unable to administer medication through the catheter and it was not patent.the physician had to insert another epidural.

Manufacturer narrative:
(B)(4). Note - voluntary report no: mw5042250, as reported on the maude event report. It is unknown if the device sample is available for evaluation.